Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The device was not sent in for investigation. Only the history log files of the device were available for investigation. During the investigation of the device history it could be detected, that the pump has been switched on and a space line neutrapur was selected in the disposable list of the device. The infusion was started with a rate of 160ml/h and a vtbi of 80ml. 30 minutes later the infusion was finished and the kvo mode starts with a rate of 3ml/h. Soon after the infusion stopped by the customer. No other abnormalities were found. The complaint could not be confirmed. The result of the investigation of the device history, the infusomat space operated within our specification note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" customer information: idate: (B)(6) 2020, incident occurred: 1529-1600hours, therapy started: 1529hours; ended 1600hours, medication: nivolumab, route: IV, rate: 160ml/hr, vtbi: 80ml, start at 1529hours. 30minutes later, pump alarmed. 1/4 of IV nivolumab volume was left inside the bag, which should be expected to complete by then. Subsequently, nurse topped up vtbi of 20mls and complete the remaining infusion subsequently.